Event description:
The customer was hospitalized for dka. The customer stated that the pump was not working. Prior to the event, the customer had nausea and high ketones. Per md, the cause of the event was dka. It was indicated that the customer did not change out entire set to resolve hbgs. In addition, it was noted that the customer did not change the set after receving an alarm. The customer was educated on the alarm and the two hbg rule.